Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 85 mg/dl at the time of the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer did not provide further details. Troubleshooting was not completed as the customer ended the call. The insulin pump will not be returned for analysis.